Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was seen in the emergency room due to the device alerting for lead impedance warnings and short ventricle to ventricle intervals. The electrograms were flat with only noise. Impedance measures were zero ohms on all pacing vectors. The high volt conductors measured normal impedances, however the patient did receive an inappropriate shock. The device failed to pace and sense. The device was reprogrammed and later explanted and replaced as recommended by technical services. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated a junction current leakage in an integrated circuit. Hybrid analysis revealed that the lead impedance, anomalous pacing output and high current drain failures were associated with the l410 ic at the n3vdd node. If information is provided in the future, a supplemental report will be issued.